Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the device evaluation, the information provided, the risk assessment for the lucia product and based on our experience we have determined that the following factors may have caused or contributed to the reported issue is but is not limited to: · misplacement of the lens. This may occur during ovd application, the cannula may catch the edge of the lens or haptic, thus, removing the lens off the "track" which is inside the cartridge. This may also cause the lens to fold improperly. The lens should fold in a "u" shape and if it does not this will cause the lens to not eject correctly and could even cause the lens to get damaged. · inadequate application of ovd. The IFU asks for generous amount of ovd to be applied, which covers the lens and the blue cushion. If ovd is not placed on the blue cushion advancement of the plunger may be inhibited by high frictional force and appear to become stuck. · it was stated by the customer that they used the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label.

Event description:
Lens was implanted into the patient's eye using the yamane technique, but it "started to come out." Lens was explanted and replaced with another zeiss lens in the same surgery.